Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump suspended without user intervention. Troubleshooting did not find any indication of use error. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: a review of the pump history indicated that the pump was manually suspended on 09/04/2015 at 17:36 and manually resumed the same day at 17:44. The pump powered on normally and successfully completed ez-prime steps. The pump was exercised for 24 hours with no self-suspends occurring. The pump was able to be manually suspended and manually resume successfully during investigation. The keypad buttons were tested and no issues were found with keypad button responsiveness. The suspend feature was found to be functioning properly during investigation; the complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.